Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was 114-118 mg/dl. Reportedly, the issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.